Manufacturer narrative:
Product event summary: analysis could not confirm the reported issues. Both lower display hinges were found to be worn out. Hard drive health was found to be less than one hundred percent. Both antenna cables had damaged insulation. The stylus was pulling apart but was functional.

Event description:
It was reported that the programmer would shut off on its own, and the display screen didn't always work. The programmer has been returned for service. No patient complications have been reported as a result of this event.